Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08770 inches. Unit received with intermittent esc, act express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on june 23, 2018 with blood glucose of 250-300 mg/dl. The customer's blood glucose was over 600 mg/dl. The customer was admitted due to high blood glucose and a combination of other factors like blood pressure. The customer was treated with the syringes. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.